Event description:
The customer's mother reported via phone call that a compromised force sensor system alarm occurred during a site change. It was also found insulin was shooting out from the insulin pump. Customer's blood glucose was 505 mg/dl. The mother treated the customer with a manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.